Event description:
It was reported that the customer wa hospitalized for high blood glucose. The customer's blood glucose level was 300+ mg/dl. The customer was admitted to (B)(6) on (B)(6) 2015. The customer was given injections. The customer reported that she was wearing the device at the time of admission the emergency room. The insulin pump was the removed and she received manual injections. She was allowed to start back on the device when she was released from the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.